Event description:
A doctor reported the readings from a biometry unit were incorrect. There was no patient harm reported. Add'l info has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).